Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2015; 419478, lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient experienced an episode of near syncope, and the atrial lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.